Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6),UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed the following failures: no device found, and rms voltage at the h field probe. Scratch marks were also seen on the rtm donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. It was reported that the "machine" was not charging their implantable neurostimulator (ins). The patient (pt) said sometimes the controller would not even turn on. During the call, the pt unlocked the controller and the controller displayed the screen "recharge the controller batteries" screen. The pt plugged the controller into the ac power supply and the controller appeared to be charging as expected. Pt mentioned they got a new li battery pack in the past, but "it did not appear to be working." Pt got the "cannot provide stimulation: recharge your implanted battery" screen. Pt pressed on the batteries with their finger and got the batteries screen. Controller and ins charge were low. Pt said "that's the issue. The controller will not charge." Pt said they had just charged the controller yesterday. Pt charged the controller for a few minutes and the controller incremented up from red to 10%. Patient services specialist(pss) suggested the pt charge the controller and then attempt to charge their ins and call back if the issue persisted. The pt then called back from number registered reporting they were able to recharge the ptm 100%. Patient services (pss) began assisting pt with attempting a recharge session for their neurostimulator (ins) battery. Pt was seeing battery empty [81] <(>&<)> no device found. After pressing recharge on 'no device found' screen, pt described seeing the passive recharge mode screen (middle numbers beginning at all 0's then ranging from 0/23/94 to 0/18/25). While manipulating antenna to get higher numbers, the pt commentated the antenna was beginning to get hot. A replacement recharger (rtm) was sent out. No symptoms were reported.